Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the black box dates were from (B)(6)2015. The black box data from date of complaint has been overwritten. Current black box shows evidence of "por" events on (B)(6) 2015. The battery cap was able to fully tighten. The battery cap height and width measurements were within specifications. Battery compartment cracks were observed in the thread area and below the grip pad. There was evidence of moisture contamination found inside the battery compartment and the underside of battery cap. The pump was exercised for 24 hours; no reboot, loss of power or call service alarms were duplicated. The reported "intermittent power" event was not duplicated during investigation. The pump case was removed; there was evidence of additional moisture contamination found inside the pump on the battery canister. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)

Event description:
On (B)(6) 2015, the reporter contacted animas alleging an intermittent power issue with the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.